Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged two weeks after initial implantation. Mechanical complication was the clinical reason given for the exchange. Additional information was provided that the iol exchange for a different lens model was successful and without complication.